Manufacturer narrative:
The pump passed the displacement and self test. The pump was tested with no watchdog timeout alarm or rtc/internal clock comparison error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had watchdog timeout alarm and rtc/internal clock comparison error. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The insulin pump will be returned for analysis.